Event description:
Device diagnostic testing resulted in high lead impedance (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the patient has experienced four seizures in six weeks, which is the patient's frequency. X-rays were taken. Lead break is suspected.